Event description:
It was reported that during an unspecified da vinci-assisted urological procedure, the surgeon claimed that when the dials move on the camera (while he's controlling the endoscope) disorientation occurs. During the surgical procedure and while he was performing dissection of the renal vessels, he twisted the endoscope from the surgeon side console (ssc) and the camera view was allegedly off. As a result of disorientation, he allegedly injured a vessel. On 13-apr-2022, intuitive surgical, inc (isi) contacted the surgeon and obtained the following additional information about the event: with the new design of the da vinci xi endoscope, the surgeon claims that the visual field is unstable when the endoscope is moves. The surgeon indicated that the issue occurred at his previous institution. However, the site name was not provided and is unknown at this time. No further additional information was provided.

Manufacturer narrative:
Based on the current information provided, the root causes of the customer reported failure mode and intra-operative complication cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument detail. This complaint is being reported due to the following conclusion: during an unspecified da vinci-assisted urological procedure, the surgeon allegedly injured a vessel due to disorientation of the surgical field. At this time, the severity of the vessel injury, the amount of bleeding, the medical intervention required, the cause of the intra-operative issue are unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Manufacturer narrative:
On (B)(6) 2022 the following additional information was obtained: the surgeon reported, ¿during a left radical nephrectomy and as the dissection on the lt renal vein was progressing, I needed to twist the telescope medially to complete the dissection. I was unaware that the camera twists with every twist of the telescope. After completing the dissection on the medial portion of the lt renal vein, I attempted to dissect the lt renal artery which is posterior and superior to the lt renal vein. As the field continued to be shifted medially, because the camera was twisted medially, surgical field disorientation occurred and an injury to the superior mesenteric artery occurred." A review of a video provided by the customer was performed by intuitive surgical, inc. (Isi) clinical development engineer (cde) and the following additional information was provided: the video does not show any malfunction of the endoscope and does not show any injury to the patient. To understand the surgeon¿s concerns, it sounds like someone is manually rotating the endoscope at the universal surgical manipulator (usm) during the procedure, which is then disorienting the console surgeon and leading to a surgical error and potential injury to the patient. It would be recommended that the console surgeon control the rotation of the endoscope by themselves, if possible, to reduce any potential for confusion. If a second surgeon must rotate the endoscope manually, then constant communication with the console surgeon is necessary to prevent confusion and patient injury.

Event description:
Refer to h10/h11 for follow-up information.